Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system from the first event; other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead.

Event description:
White-dzuro, g.a., lake, w., eli, i.m., neimat, j.s. Novel approach to securing deep brain stimulation leads: technique and analysis of lead migration, breakage, and surgical infection. Stereotactic and functional neurosurgery. 2016. 94(1):18-23. Doi: 10.1159/000442893 summary: fixation of the electrode during deep brain stimulation (dbs) surgery is an important aspect of the procedure. We have developed an alternative method for securing leads that utilizes a titanium hemoclip and cement. This technique is described, and the rates of complications are compared to conventional methods of securing leads. Reported events: two patients with post-implant surgical site infections (ssis) experienced ssis ¿of the internal pulse generator pocket or extension wires.¿ it was noted these ¿infections were associated with erosion.¿ it was noted that the ssis required surgical revisions and that intraoperative microbiological cultures were taken from the hardware at that time. The ssis reportedly occurred spontaneously within 12 months of original implant and were not associated with direct trauma. Two patients with post-implant surgical site infections (ssis) experienced ssis ¿of the internal pulse generator pocket or extension wires.¿ it was noted that the ssis required surgical revisions and that intraoperative microbiological cultures were taken from the hardware at that time. The ssis reportedly occurred spontaneously within 12 months of original implant and were not associated with direct trauma. Two patients with post-implant surgical site infections (ssis) experienced ssis around their implanted leads. The patients¿ leads were notably secured with a novel hemoclip and methylmethacrylate bone cement technique. It was noted that there was no erosion observed at the site of the lead anchoring. It was further noted that the ssis required surgical revisions and that intraoperative microbiological cultures were taken from the hardware at that time. The ssis reportedly occurred spontaneously within 12 months of original implant and were not associated with direct trauma. Three patients with post-implant surgical site infections (ssis) experienced ssis around their implanted leads. The patients¿ leads were notably secured with a novel hemoclip and hydroxyapatite bone cement technique. It was noted that there was no erosion observed at the site of the lead anchoring. It was further noted that the ssis required surgical revisions and that intraoperative microbiological cultures were taken from the hardware at that time. The ssis reportedly occurred spontaneously within 12 months of original implant and were not associated with direct trauma. One patient with a post-implant surgical site infection (ssi) ¿had an infection of both the deep brain stimulation (dbs) lead and the internal pulse generator pocket.¿ it was noted the condition required a surgical revision and that an intraoperative microbiological culture was taken from the hardware at that time. The ssis reportedly occurred spontaneously within 12 months of original implant and were not associated with direct trauma. It was unknown at the time of this report whether this patient was also part of one of the previous four events (events 1-4) that were reported through this report; additional information has been requested from the article¿s authors to determine if this was a unique event. Three patients experienced lead fractures. The lead fractures ¿were never visualized (before or during surgery), but were identified by high impedance indicating an open circuit.¿ it was noted that of the four lead fracture events (this event and event 7) that three patients were being treated for essential tremor and one was being treated for parkinson¿s disease. Additionally, of the four lead fracture events, two occurred in patients whose leads were secured with stimloc devices, one whose lead was secured with a novel hemoclip and methylmethacrylate bone cement technique, and one whose lead was secured with a novel hemoclip and hydroxyapatite bone cement technique. One patient experienced a lead fracture. The fracture was ¿confirmed on x-ray imaging and occurred at the connection to the extension wire.¿ it was noted that of the four lead fracture events (this event and event 6) that three patients were being treated for essential tremor and one was being treated for parkinson¿s disease. Additionally, of the four lead fracture events, two occurred in patients whose leads were secured with stimloc devices, one whose lead was secured with a novel hemoclip and methylmethacrylate bone cement technique, and one whose lead was secured with a novel hemoclip and hydroxyapatite bone cement technique. Five patients ¿required surgical readjustment of the position of deep brain stimulation (dbs) leads due to suboptimal clinical benefit.¿ lead migration was ruled out by use of postoperative and follow-up MRI and CT imaging, as the placement of the leads continued to correspond to the intended placement of the frame trajectory. It was noted the patients¿ leads were secured with a novel hemoclip and methylmethacrylate bone cement technique. Three patients ¿required surgical readjustment of the position of deep brain stimulation (dbs) leads due to suboptimal clinical benefit.¿ lead migration was ruled out by use of postoperative and follow-up MRI and CT imaging, as the placement of the leads continued to correspond to the intended placement of the frame trajectory. It was noted the patients¿ leads were secured with a novel hemoclip and hydroxyapatite bone cement technique.